Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image appears reddish and cannot be seen. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation (sometimes displayed images with horizontal stripes) the definitive root cause of the reported issue could not be determined. In additional for the event "image appears reddish and cannot be seen", a definitive root cause could not be determined. The information obtained from this complaint and the investigation results did not lead us to identify the cause of the occurrence. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device sometimes displayed images with horizontal stripes. The endoscopic examination therapeutic procedure was completed using the same set of devices. There were no reports of patient harm.

Manufacturer narrative:
The device has not been returned by the customer to date. The investigation is ongoing. A supplemental MDR will be submitted upon completion of the investigation or if additional information is received.

Event description:
It was reported, the subject device sometimes displayed images with horizontal stripes. The endoscopic examination therapeutic procedure was completed using the same set of devices. There were no reports of patient harm.